Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex and phenom 27 outer carton and inner pouch; and within a dispenser coil. The pipeline flex was returned outside the phenom 27 catheter. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. An in-house 0.026" mandrel was inserted through the catheter hub. The mandrel successfully passed through the catheter hub and tip with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open distal as the pipeline flex braid ends were found to be fully opened and damaged. In addition, based on the analysis finding, the pipeline flex and phenom 27 catheter were not confirmed to have resistance as no defect were found to be with pushwire and phenom 27 catheter. No resistance was found during testing. It is likely that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurointerventional therapy procedure involving the pipeline embolization device, there was a failure to open the distal section of the device. The patient had a history of hypertension for 5 years and presented with a right internal carotid artery cavernous segment aneurysm, which was unruptured and saccular with a maximum diameter of 22mm and a neck diameter of 11mm. Severe vessel tortuosity was noted. During the procedure, catheter resistance was encountered at the distal end, and an abnormal situation was observed at the tip end of the stent. The procedure involved femoral artery access with an 8f guiding catheter, a 6f 115cm bridge medical silver snake intermediate catheter, echelon 10 microcatheter, synchro 0.014 guidewire, and multiple unknown coils. The stent was initially deployed but did not open properly, showing a y-shaped deformation. Despite attempts to reposition and redeploy the stent, and deploying for a longer distance and swinging slightly, the distal end remained unopened. The stent and delivery catheter were withdrawn, and a new pipeline embolization device and phenom27 catheter were used. The subsequent deployment was successful, and the operation concluded successfully. The pipeline was not positioned in a bend. The pipeline had been deployed less than 50% when it failed to open. The pipeline was resheathed less than or equal to 2 times. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was within the normal range.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228783150); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open/damage was not determined. The cause of the resistance was maybe because of the tortuosity and circumflex bends of the blood vessels, and the larger size of the stent. The continuous saline flush was administered and maintained as indicated in the IFU; strictly followed the instructions to continue flushing with saline, and the stent catheter is always flushed with saline, and the drip is always on. After being removed from the body, it was found that the tip of the stent was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.